Manufacturer narrative:
D2: product code: initial report inadvertently used lyj instead of muz. G2: report source: initial report inadvertently did not select study. H6: health effect: initial report inadvertently coded f1205 instead of f1202. B2: outcomes attributed to adverse event: initial report inadvertently selects other rather than disability.

Event description:
It was reported that the patient was experiencing (recurrent nerve palsy). The palsy was noted to have a causal relationship with implant procedure. These events were noted to be recovered and resolved. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.